Event description:
A customer reported an issue with their pump's touchscreen, which was unresponsive and frequently redirected to the home screen after tubing fill. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to ensure the pump screen and hands were clean and dry, then guided them through a touchscreen test. The initial test failed, prompting a pump reset, after which the issue was resolved as the device passed all subsequent tests.